Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 7 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 51 to 53 mg/dl were recorded at 07:35:50 am to 07:50:50 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 07:30:50 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 51 was recorded at 2:45:51 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 2:40:51 pm on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 1:36:29 pm, date: (B)(6) 2020 , iob: 0.45. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of 51 to 53 mg/dl were recorded at 5:00:51 pm to 5:10:51 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 5:00:51 pm on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 1:36:29 pm, date: (B)(6) 2020 , iob: 0.45. Requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) values of 42 to 50 mg/dl were recorded at 07:10:51 am to 07:35:51 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 07:05:51 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 46 to 50 mg/dl were recorded at 09:45:51 am to 09:50:51 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 09:45:51 am on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates: time: 8:46:44 am, date: (B)(6) 2020, bg: 0 mg/dl. Requesting a bolus without entering current bg or carbohydrates may lead to a low bg event. Continuous glucose monitor (cgm) values of 48 to 53 mg/dl were recorded at 02:30:53 am to 03:00:52 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 02:05:52 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 47 to 53 mg/dl were recorded at 06:05:52 am to 06:25:52 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 06:05:52 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of around 40 mg/dl. Bg cause was not known. Customer consumed food and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.